Event description:
It was reported that the 9600 system would intermittently not fluoro. However when the interconnect cable was moved the system would operate. No pt injury reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.